Event description:
On (B)(6) 2025, the user reported insulin leakage observed inside the cartridge during a supply change. The user dried the housing, replaced the cartridge, and reported no further issues.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.